Event description:
Procedure: sleeve gastrectomy. According to the reporter: the surgeon performed a gastric lap sleeve on (B)(6) 2013 and pt was readmitted on (B)(6) 2013 for a gastric staple line leak. Current staple line leak. Current pt status: ok. No reinforcement material was used. The surgeon indicated the leak was not due to the integrity of the staple line, but more likely due to pt condition.

Manufacturer narrative:
(B)(4).